Event description:
Both sides of the wheel lock hardware were loose, and were not engaging. Additional reportable malfunction for this device: prid 181495 - the seat rail guides when the chair is unfolded are popping off the frame causing the crossbars collapse on the client.